Event description:
Consumer alleges that the wheels wore out to the black on her power chair. Consumer also alleges that the power chair will continue to move while trying to stop in the rain. Consumer alleges that the serial number provided is correct, however, the serial number is not valid in the system. Advised consumer power chair has been discontinued and to contact technician.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model at'm, serial number/date code is unknown. The owner's manual is found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.